Event description:
Customer called to report the insulin pump had unresponsive buttons. The customer had been off the insulin pump for 4 months and requested a continuation of therapy insulin pump. The customer was unable to verift the serial number on the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).